Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by a intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required pigtail chest tube insertion and hospitalization. The subpleural, cavitary target lesion was located in the left upper lobe. The size of the cavity was 21 millimeters (mm) while the very thin area of concern measured less than 5 mm. The physician was able to get biopsy samples and make a diagnosis (synchronous bilateral adenocarcinoma). The procedure was completed as planned with no delays. Upon waking from anesthesia, the patient was asymptomatic. However, a post-procedure chest x-ray revealed a large pneumothorax, and the physician placed a pigtail chest tube to resolve it. The patient required about 72 hours of hospital stay, then the chest tube was removed, and the patient was discharged home. The physician reported that the pneumothorax was an anticipated complication of the procedure. The physician does not believe that the ion system caused or contributed to the pneumothorax and believes that it would have likely occurred via another modality.